Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-06245 for a description of the other device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle devices were used during a transbronchial needle aspiration procedure in the bronchus performed on (B)(6) 2012. According to the complainant, during the procedure, they had two excelon transbronchial aspiration needle devices that would not fully re-sheath before coming back into the scope. The occurred during the first pass to obtain a biopsy sample. No damage was noted to either device, or the packaging. There was no scope damage noted. Neither device had been tested prior to use. The physician completed the procedure with a third excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device was performed. The needle was fully extended when received; the handle was in the extended position. The working length was kinked approximately 1 cm and 2.2 cm from the distal end of the device. A functional evaluation was performed. When the handle was actuated, the needle would extend and retract without issue. When the distal kinks were held in the kinked position, the needle would not retract, confirming the complaint incident that the device needle was difficult to retract. The defect was identified inside the patient during the procedure. Most likely, due to some operational or anatomical aspect of the procedure, the working length was kinked. Therefore, the most probable root cause for the complaint is operational/physiological context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-06245 for a description of the other device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle devices were used during a transbronchial needle aspiration procedure in the bronchus performed on (B)(6) 2012. According to the complainant, during the procedure, they had two excelon transbronchial aspiration needle devices that would not fully re-sheath before coming back into the scope. The occurred during the first pass to obtain a biopsy sample. No damage was noted to either device, or the packaging. There was no scope damage noted. Neither device had been tested prior to use. The physician completed the procedure with a third excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) needle failing to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.